Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis finding: defib conductor distorted. The full lead was returned and analyzed. Visual examination revealed that the distorted exposed defib conductor coils would not affect the lead performance. The damage most like occurred during the implant attempt.

Event description:
It was reported that the lead was damaged prior to use due to the physician pushing and pulling hard on the lead in the introducer. The lead was not implanted and a different lead was used instead. No patient complications have been reported as a result of this event.